Event description:
Healthcare professional reported, right side rupture. And "periprosthetic effusion" via MRI. Device has been explanted and replaced.

Manufacturer narrative:
Health effect-f1905-device revision or replacement. A review of the device history record has been completed. No deviations or non-conformities noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Photo analysis visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is possible to determine the lot number 3058592 and catalog n-27-mf125-335 through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "periprosthetic effusion".

Event description:
Healthcare professional reported right side rupture and "periprosthetic effusion" via MRI. Device has been explanted and replaced.